Event description:
Patient noted to be cyanotic;having periods of apnea and imv at 2 breath/minute. All connections tight per r.n.; patient changed to ampu and rt paged stat. Rt checked ventilator and apnea light had gone off;pt was receiving breath via apnea backup. All alarms checked; visual and performance check completed by rt. As patient had original diagnosis of cva and had been a long weaning process; this event triggered by patient having periods of apnea at various intervals but not consistantly noted. Patient also had copious amounts of secretions. Patient had been visually checked by rt at every 2 hours and charted. Patient was changed to simv of 2 from 4 at 1105. Ventillator and patient were checked between vbut charted at 1140. R.n. Noticed patient to cyanotic at 1330. Both the r.n. And the r.t. Were checking patient visually. An alarm attached to the ventilator to call through the patient call light for the nurse was then also a<ttached;when the ventilator alarms the nurses call system will also alarm. The patient was increased to imv of 4/minute as she did not tolerate imv of 2 past the 2.5 hour interval initially. As a result of this incident the staff in imcu are more aware of the apnea alarm. Use of the alarm via call light will be used on ventilators in imcu. Assessing patients during weaning more frequently will be emphasizeddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, alarm. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.